Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead helix extended while outside the body and during the first positioning attempt. The data received was not ideal, therefore the lead was re-positioned and the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.